Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she put in a new sensor and her blood glucose reading was high. The customer stated that her pump did not allow her to record the blood glucose when she was high. The customer stated that the pump is not giving her any option. The customer treated the high blood glucose with manual injection.